Manufacturer narrative:
The pacemaker and right ventricular (rv) lead were explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were explanted. There were no known allegations from the field regarding the function of the device. It was also noted that this right ventricular (rv) lead was fractured and exhibited high pacing thresholds. No adverse patient effects reported.